Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier displayed a device required maintenance error. The customer stated that the system would not allow authentication using either fingerprint or user password. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the biometric identifier device required maintenance. The field service engineer (fse) reported that, as per the customer, the issue was resolved after a reboot, and no repair was performed. The system functioned as intended after customer resolved the issue.